Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a brief dexcom g7 continuous glucose monitor (cgm) sensor communication issue resulting in temporary signal loss to the ilet, during which glucose values were not visible; the signal spontaneously restored during the call and glucose visibility resumed, and troubleshooting and education were completed. No adverse clinical symptoms reported and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. User support included user education and operational checks via telephone support. Investigation of this case revealed a transient communication interruption without device damage, with normal function restored and no further issues reported. It was concluded, based on previously established findings for similar reports, that the cause was a temporary signal loss consistent with external or environmental interference.